Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During the procedure, an error appeared on the system stating " patient no longer connected". The grounding pad and probes were replaced and the same error appeared. The procedure was unable to be completed due to this issue. There were no adverse patient consequences. A replacement unit was sent to the site to resolve the issue.